Event description:
Patient in surgery and multifire endo hernia straight hernia stapler 12mm-4.8mm was fired twice and then handle broke. Reference number (B)(4), lot p6m0680x, expiration 12/31/2021. No harm done to patient.